Event description:
During a therapeutic port placement, the catheter fractured at the end of the suture wing. The catheter was explanted and replaced. No complications occurred with this event. This device has not been received for evaluation. Therefore, a failure analysis is not available and co is unable to determine if the device met its specifications. They believe user technique and/or pt anatomy may have contributed to this event. However, they are unable to determine the relationship between the device and the cause for this event. Co directions for use outline appropriate placement, access and maintenance procedures.